Manufacturer narrative:
It was reported that a patient underwent a left sided atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. On (B)(6)2019 , the bwi product analysis lab received the device for evaluation. Upon initial inspection, the product revealed no physical damage. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: pc-000467861.

Manufacturer narrative:
It was reported that a patient underwent a left sided atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. The investigation analysis completed (B)(6)2019. The device was visually inspected, and it was found in good conditions. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor feature was tested and it was found working properly. Force values were observed within specifications. Electrical testing was performed, and the device was working properly. No electrical malfunction was observed. Deflection testing was conducted. Catheter results were found within specifications. Finally, irrigation testing was performed and passed. The catheter was irrigating correctly. A manufacturing record evaluation was performed, and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: pc-000467861.

Manufacturer narrative:
It was reported that a patient underwent a left sided atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on 6/18/2019, indicating the patient¿s outcome is recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions were reported. Transseptal puncture was performed with a brk transseptal needle from abbott. There was no evidence of steam pop during the ablation. The flow setting was at 17ml/min up to 30 watts and 30ml/min above 30 watts. No error messages were observed on any bwi equipment. The force visualization features used included dashboard and vector. The parameters for stability used with the visitag module were 3mm; 3s; 25% 3g; 3mm tag size. No additional filter was used with the visitag module. The color option used prospectively was ablation index. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 6/4/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a left sided atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of blood from the pericardium. There¿s no information regarding extended hospitalization, the patient¿s outcome, or the physician causality opinion. The procedure was successfully completed and no biosense webster inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.